Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient developed a severe rash under the lifevest. The patient went to the ER for further evaluation. The patient was admitted to the hospital and was scheduled to undergo an unknown procedure. There is no information to suggest that the rash was reason for the patient hospitalization.